Manufacturer narrative:
Apoc incident: # (B)(6). The investigation was completed on 17-oct-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23081.

Event description:
On 27-jul-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.41 ug/l on a patient. There was no patient information at the time of this report. The customer reviewing information and had difficulty verifying the specific patient. Method: ctni, I-stat, 0.41 (ng/ml), I-stat, 0.00 (ng/ml). No collection/test dates provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.